Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.